Event description:
A customer reported that the pump battery was depleting too rapidly, leading to a pump shutdown. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer related questions. The issue was resolved after the battery was fully depleted and then recharged, with the device now depleting at a normal rate. The customer declined to perform further troubleshooting.